Event description:
An rn from a peritoneal dialysis user facility has reported an incident. Initially reported was that a pt was diagnosed recently with peritonitis. After the pt was diagnosed, the rn performed a home visit to evaluate this event. It was learned that the pt's technique was fine. The nurse did find that these caps were dry and had a smell/bad odor to them. The rn also mentioned that the packaging of these caps looks lighter and different. It was identified that the pt had been using these caps even though they were dry because they were still in date. As a result of this event, this pt was admitted to the hospital for treatment of the peritonitis. Reportedly, this pt has been discharged and has recovered from this event and continues peritoneal dialysis with no further ill effect from this event. Product is available for an evaluation.